Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 157 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that there is residue in the reservoir compartment. Nothing further was reported.